Event description:
It was reported that the atrial lead impedance and p-waves decreased from where they were at implant and the threshold increased. It was also reported that the ventricular lead impedance and threshold also decreased from where they were at implant and there were no r-waves sensed. It is unknown whether there was any medical intervention. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.